Manufacturer narrative:
One cadd extension set and three pictures were returned for the evaluation of the reported issue. Due to customer have not providing lot number of the component returned, there is not documentation to review the history of the process. In the returned pictures, a leak was found between the bounding of the filter and tube. The returned sample failed leak testing as a leak were found between the filter and tube. Root cause is lack of solvent by not followed to procedure. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure.

Event description:
Information was received regarding a cadd extension set. It was reported that when the customer was administering medical fluid ("blincyto" provided by (B)(4)) to the patient, leakage was observed from the filter. There was no patient, or clinician injury associated with this event.